Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the transmitter had no power even after trying to reconnect to the prongs. Different outlet was used but the transmitter still had not power.